Event description:
A high readings issue with the abbott diabetic care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced tiredness and mental confusion. The customer was unable to self-treat and required treatment of biscuits, and cookies water by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.